Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1avr1, expiration date: 2021-11-28, serial#: (B)(4), UDI #:(B)(4). Device available for evaluation? No dev rtn to MFR? No. Device mfg date: 2020-07-08. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion when the leadless implantable pulse generator (ipg) was partially deployed and retracted. The ipg and delivery system were removed and replaced with a transvenous pacing system. No further patient complications have been reported as a result of this event.